Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. The deformed shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted because there was noise found on the ventricular channel. There were no adverse patient events reported. Should additional information be received, this file will be updated.